Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the right superficial femoral artery (sfa) using an indigo system separator 6 (sep6). During the procedure, while removing the sep6 through the rotating hemostasis valve (rhv) to exchange it for a wire, the sep6 became unraveled off the pusher; therefore, the physician removed the entire sep6. It was reported that the rhv had not been loosened prior to removing the sep6. The procedure was completed using another sep6. There was no report of an adverse effect to the patient.